Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, obstruction, erosion, recurrence, pain, infection, inflammation, perforation, abscess, and mesh eventration. Post-operative patient treatment included revision surgery, medication, wound debridement, placement of french blake and jp drains, jejunostomy, bowel resection, organ loss - omentum, and wound vac placement.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, obstruction, erosion, recurrence, pain, infection, inflammation, perforation, abscess, mesh eventration, labs abnormal for wbc; hemoglobin; hematocrit; bun, bacterial infections, fever, abdominal pain, open wound with drainage, necrotic abdominal wall wound, & electrolyte imbalance. Post-operative patient treatment included revision surgery, medication, wound debridement, placement of french blake and jp drains, jejunostomy, bowel resection, organ loss - omentum, wound vac placement, hospitalization, CT scans, IV fluids, pain medication, antiemetics, wound washout, wound care, & oral antibiotics.

Manufacturer narrative:
Additional info: b2, b5, b6, b7, d4 (model #, catalog #), g4 (PMA / 510(k) #), h6 (patient codes, ime e2402: labs abnormal for wbc; hemoglobin; hematocrit; bun), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.